Event description:
A customer reported experiencing intermittent occlusions. The customers blood glucose level was displayed as "high," though a specific value was not provided. The customer addressed the issue by administering a correction bolus via the pump and resolved the recurring occlusion problems by changing the infusion set and cartridge, then resuming insulin delivery. Subsequently, occlusions continued daily and a replacement pump was sent to resolve the issue. Reportedly, the customer sometimes uses cold insulin, which is considered off label use.